Manufacturer narrative:
While on the phone with the user, it was determined that the user stores her cartridges of strips in the kitchen. Dario's user guide states in the section regarding "causes of unexpected results", that the storage of strips in places with high humidity, such as the kitchen can cause unexpected results. As the user reported that she was out of new test strips to measure with, a replacement of dario's strips and control solution were sent to the user to further investigate this issue. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to the misuse of strips. There is not enough information regarding the old strips to investigate. No resolution is available.

Event description:
On (B)(6) 2022, the user contacted dario to report high blood glucose (bg) readings. The user, who was in the hospital for a reason unrelated to her dario's bg readings, reported that prior to contacting dario, she received high bg readings of 214 mg/dl, 239 mg/dl, 202 mg/dl, 268 mg/dl, and 259 mg/dl with her dario meter. The user also reported that she had received a bg reading of 271 mg/dl compared to a reading of 149 mg/dl with the hospital's meter and 154 mg/dl from her lab blood work at the hospital.